Manufacturer narrative:
Customer did not provide a reference value for comparison. Unable to determine the accuracy of the inratio result without this info. It is indicated that product is not returning for evaluation. Therefore, an investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: see scanned table. Ten minutes between inratio tests on (B)(6) 2014. Therapeutic range=2.5-3.5. Patient self tester was hospitalized on (B)(6) 2014 for chest pain and shortness of breath and stayed overnight for observation. Upon admission to hospital inr=3.9; no inratio test taken around time of hospitalization. Patient administered 20 mg of vitamin k due to elevated lab inr. Patient discharged from hospital on (B)(6) 2014. No other treatments performed. Coumadin - normal dosages 2mg daily; on (B)(6) 2014 changed to 6mg and on (B)(6) 2014 to 3mg.